Event description:
On (B)(6) 2022, this (B)(6) female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain. A white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with 29,937/mm3. A peritoneal effluent fluid culture and sensitivity was not reported, and any infectious pathogen involved with this patient¿s infection remains unknown. The patient was hospitalized on (B)(6) 2022 with a diagnosis of peritonitis due to touch contamination during ccpd therapy on the liberty select cycler. Laboratory tests taken in the hospital were not reported. The patient was prescribed vancomycin and ceftazidime (route, dose, frequency and duration not reported) during this hospitalization. The patient was able to undergo continuous ambulatory pd for renal replacement therapy for the duration of the admission. The patient was discharged from the hospital on (B)(6) 2022. The patient followed up with the outpatient clinic post-discharge on (B)(6) 2022 when peritoneal effluent fluid cultures were taken, yielding no growth. The patient was prescribed a one-time dose of vancomycin and ceftazidime for 5 days (route, dose and frequency not reported). It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from this event.

Manufacturer narrative:
Corrected information provided in a.6.

Event description:
On 13/may/2022, this 27-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain. A white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with 29,937/mm3. A peritoneal effluent fluid culture and sensitivity was not reported, and any infectious pathogen involved with this patient¿s infection remains unknown. The patient was hospitalized on (B)(6) 2022 with a diagnosis of peritonitis due to touch contamination during ccpd therapy on the liberty select cycler. Laboratory tests taken in the hospital were not reported. The patient was prescribed vancomycin and ceftazidime (route, dose, frequency and duration not reported) during this hospitalization. The patient was able to undergo continuous ambulatory pd for renal replacement therapy for the duration of the admission. The patient was discharged from the hospital on (B)(6)2022. The patient followed up with the outpatient clinic post-discharge on (B)(6) 2022 when peritoneal effluent fluid cultures were taken, yielding no growth. The patient was prescribed a one-time dose of vancomycin and ceftazidime for 5 days (route, dose and frequency not reported). It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from this event.